Event description:
Additional information received reported that per the physician the cultures taken at explant were negative. The symptoms were limited to the location of the pocket and meningitis was never suspected, nor was treatment indicated. The symptoms had since cleared. Re-implant was planned for the future but hadn¿t been determined yet.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, lot# serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that the patient developed an infection 1 day post-operatively at the pocket site after a revision procedure to relocate their implantable neurostimulator (ins) battery for convenience as well as to decrease depth to improve coupling. The date of onset/diagnosis of the infection was (B)(6) 2015 and the patient had symptoms of warmth, redness, and pain at the ins pocket site. It was noted that the patient has a connective tissue disorder and had a history of post-op infections. No cultures or other testing was performed but the entire ins system was explanted on the day of report. The patient was treated with antibiotics. There were no reported product issues with the ins system and the patient was receiving effective therapy prior to the issue. There was a plan to re-implant the patient in the future. The patient status at the time of report was noted as ¿alive ¿ no injury¿. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.